Event description:
It was reported that pepgen p-15 was mixed with "bbx bone matrix" to graft the left posterior mandible prior to implant placement. Approximately four months post-graft, an implant was placed into the grafted area. Three months post implant placement, a second graft was performed using pepgen p-15. The implant had clinical mobility and was explanted approximately five months post-placement. It is reasonable to assume that the doctor felt the initial graft was integrating as an implant was placed into the grafted area.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of procedure known to doctor and patient before the procedure is initiated and is dependent on many factors including the patient's age, sex, health, and social history (which appears to be unremarkable), the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, primary stability of the implant (secondary to bone quality and/or excessive preparation of osteotomy), and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a patient, it is impossible to determine the specific resorption rate of any bone grafting material, material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the information provided, it is not possible to determine if the implant or graft was the etiology of failure, though it does not appear that the grafting material malfunctioned. The implant loss will be reported via asr. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.